Event description:
Patient passed away. The customer was wearing the pump at time of death. It was indicated that the customer's spouse was against having an autopsy. Additionally the customer's doctor indicated that the official cause was noted as dka. The customer passed away in their sleep. However, it was unknown whether the pump was a factor.